Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for pancreatitis and spinal pain. It was reported that an alarm was heard and confirmed by telemetry, a critical alarm occurred. Low battery reset occurred. The hcp stated that the patient was showing signs of going into withdrawal. The representative did not know drug information, but stated that it was definitely compounded. The event date was (B)(6) 2017. Other pump failures were mentioned. There were no further complications reported. Additional information was received from a manufacturer representative on 2017-mar-22. The other pump failures were clarified as low battery reset. It was unknown what actions/interventions were taken to resolve the low battery reset. The representative had no idea what the patient¿s weight was at the time of the event.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was supposed to have the pump replaced (B)(6) 2017 but the surgery was canceled. They just found lung cancer. The patient was waiting to be cleared by pulmonology to have the pump replacement. The pump started beeping again (B)(6) 2017. The hcp had called the physician and was waiting for a return call to see if they want to reset the pump again or ¿kill¿ it. The patient was being supplemented with percocet and patches. The weight of the patient at the time of the event was believed to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.